Event description:
During an in-clinic follow-up, bluetooth low energy (ble) telemetry repeatedly dropped during interrogation. In addition, a marker anomaly was observed. A device malfunction was suspected. The device was eventually able to be interrogated via ble telemetry, however, ble dropout continued. No further intervention was performed at this time. The patient was in stable condition.